Event description:
On may 10, 1993, dr. Replaced the depuy tri-lock low profile total hip cup. It had originally been inserted in 1984. The dr. Stated the acetabular component showed wear superior toward the dome of the one piece old cemented cup. The cement was well attached to the porous coated cup.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.